Manufacturer narrative:
Siemens has completed the investigation: the co-oximetry functionality appears to be working as intended. For the sample in question, the spectrum appears normal in shape and the thb value reported is consistent with the absorbance measured. Immediately prior to the sample in question, the system detected a clot resulting in a d39 obstruction error (at 19:48); this was the second clotted event of the day. If a partial remnant of this clotted event was in front of the sample chamber after that event, the amount of red blood cells entering the sample chamber from the next specimen could have been affected. It is known that for accurate thb measurements, whole blood specimens require the red blood cells to be uniformly distributed throughout the entire sample. This can be obtained only by thorough mixing of the blood sample across two planes performed immediately before analysis on the blood gas system. It is not known with certainty if the low thb value occurred due to pre-analytic condition (insufficient mixing) or from the clotted event.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens requested the message logs and the .cx file for investigation. The .cx file has not been received, to date. The customer stated that the instrument is operational. The cause of this event is unknown.

Event description:
The customer reported a discrepant low total hemoglobin run on the rp 500 when compared to a non-siemens lab analyzer and a repeat of the initial sample on the same rp 500. There is no report of injury due to this event.